Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in clinic for post implant wound check. A non-sustained rv oversensing due far-p oversensed event. Abbott technical support recommended the physician to consider chest x-ray to check the rv lead tip position and the slack in the lead is the same as at implant. Programming changes were discussed. The patient was stable. No further information is available at this time.

Event description:
New information received notes that the programming changes were made but far-p wave oversensing was not resolved. Device is also exhibiting non-sustained rv oversensing episodes caused by post-paced t-wave oversensing and post-sensed t-wave oversensing due to new programmed settings. The patient was asymptomatic. Further programming changes will be discussed with the physician.